Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2005, repair of ventral incisional hernia with composix kugel mesh. On (B)(6) 2005, office visit: pt had developed a draining seroma at incision site postoperatively. Pt's wound appeared to be healing and the pt was treated for a skin infection with cipro. On (B)(6) 2005, office visit: consult for failure to completely heal, may be having a foreign body reaction. On (B)(6) 2005, removal of chronically infected mesh and lysis of adhesions. A non-bard alloderm graft was used to complete the repair. On (B)(6) 2005, office visit: pt completely healed, "obviously had an allergic reaction to the marlex."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is reported to have developed an infection after implant of the mesh. While the mesh is not identified as the source of the infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The surgeon stated that the pt "obviously had an allergic reaction to the marlex." The surgeon did not indicate that there were any defects related to the mesh. The pt is also reported to have developed adhesions, which is listed as a potential adverse reaction in the IFU. No sample has been provided; therefore, no device eval could be performed. If add'l info is received, a supplemental MDR will be submitted.